Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed chiller unit. The device was evaluated upon receipt. During evaluation it was found that the chiller unit had failed. The mixing pump motor would not turn the shaft. Estimate was declined by the customer, the device was returned unrepaired. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration and would like to send the device in for assessment. Per ttm report, biomed had device failing calibration and the tm coming out to visit tomorrow. Per wo update on 7/14/25 - closed due to no action by customer. Per sample evaluation results on (B)(6) 2026, mixing pump motor needs replaced not turning the shaft.